Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the loading process. The user's blood glucose level was elevated at 350 mg/dl and it was addressed by a manual injection. It was confirmed that the user has alternative insulin therapy available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.